Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate automatic mode switch due to far r-wave oversensing. Programming changes were performed to resolve the issue. The patient condition was stable.